Event description:
Additional information indicates impedances were normal and reprogramming resolved the sensation issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01012. It was reported the patient experienced tingling and numbness in their legs and feet after having a MRI without setting their ipg into MRI mode. No additional information available at this time. Surgical intervention may take place at a later date.